Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and found that the reported phenomena were duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc concluded that the reported phenomena were attributed to the power supply to the lamp becomes unstable due to the failure of the converter by the deterioration of the parts of the converter by the repeatedly long-term use because over eight years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a therapeutic procedure, it was found that the examination lamp turned off, and the error e102 which indicated that the subject device was broken down was displayed. The user cycled the power of the subject device and the issue was temporary resolved, but it was occurred repeatedly. The user abandoned the usage of the subject device when the event occurred at third time. The user replaced the system including the subject device with another system and completed the intended procedure. The lamp had been used about 100 hours. There was no report of patient injury associated with the event.